Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, d1, d2a, d2b, d4, d6a, d6b, g4, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional later reported "capsular contracture baker grade IV" and "pain in the breast area". This record is for the right side. The device has been explanted and replaced with another manufacturers device.

Event description:
Healthcare professional reported "deformity and discomfort in the area of the breast" and "capsular contracture" baker grade unknown diagnosed via ultrasound. This record is for the right side. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "deformity and discomfort in the area of the breast" and "capsular contracture" baker grade unknown. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Continued e1 phone number: (B)(6). Laboratory analysis summary: device photograph(s) for the device related to the reported event of capsular contracture was requested on april 30, 2025. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.